Event description:
The account generated a negative hiv-1/2 eia result on a known hiv positive patient. The negative result was reported outside of the laboratory. The sample was tested again with a reactive hiv-1/2 eia result. The lab submitted a corrective report to the physician of the hiv-1/2 positive result. No impact to patient management was reported.